Manufacturer narrative:
(B) (4)(B) (6).

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure.according to the complainant, the procedure was successfully completed. During a follow-up visit on (B) (6)2009, the patient reported experiencing dyspareunia.